Event description:
The customer observed falsely depressed results for sodium on the alinity c processing module, serial number (B)(6), for three patients. The results were not reported out. The samples were repeated with higher results. The following data was provided: patient (B)(6) processed on (B)(6) 2023: initial sodium result = 107 repeat results = 138 and 138 mmol/l. Patient (B)(6) processed on (B)(6) 2023: initial sodium result = 117 repeat results = 143 mmol/l. Reference ranges: na 136-145 mmol/l additional data provided 25july2023: patient (B)(6) initial sodium result <100 repeat result 104 no impact to patient management was reported.

Manufacturer narrative:
The field service representative inspected the instrument and determined the tbg, ict to ict valve nc (c-35016690-01) was damaged and allowed bubbles to enter the tubing. The part was replaced, and the issue resolved. No additional discrepant result issues have been reported since the service activity was completed. The tbg, ict to ict valve nc (c-35016690-01) was determined to be the likely cause. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. Device history record review did not identify any non-conformances or deviations with tbg, ict to ict valve nc (c-35016690-01) and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or tbg, ict to ict valve nc (c-35016690-01) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed results for sodium on the alinity c processing module, serial number (B)(6), for three patients. The results were not reported out. The samples were repeated with higher results. The following data was provided: patient 1 processed on (B)(6) 2023: initial sodium result = 107 repeat results = 138 and 138 mmol/l. Patient 2 processed on (B)(6) 2023: initial sodium result = 117 repeat results = 143 mmol/l. Reference ranges: na 136-145 mmol/l. Additional data provided 25july2023: patient 3 initial sodium result <100 repeat result 104 no impact to patient management was reported.